Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows that all started treatments were completed to 100 % without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with an ocular infection of the left eye following photo refractive keratectomy. The culture confirmed as gram positive. An antibiotic was began and significant improvement was noted three days after onset. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, symptoms have been reported to be resolved.